Event description:
A patient reported that there was "floccule matter" in the fluid path of the transfer set after it had been in use for one month. The patient's nurse replaced the transfer set. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection confirmed that there was particulate matter in the fluid path. Leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was confirmed. The root cause could not be determined.